Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 568 mg/dl. It was stated that the blood glucose in the morning was 80 mg/dl; the customer went to school without eating anything and it went up to 568 mg/dl. Customer had to be sent home and treated with manual insulin injection. Customer's mother stated that the customer has been experiencing high blood glucose for around a week. During troubleshoot; it was stated the drive support cap is recessed. The tubing had one small air bubbles and no insulin leaks were found. Customer was able to rewind and perform manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump failed the high pressure test and alarmed motor error. Nothing further reported.